Event description:
It was reported that this pacemaker exhibited many inappropriate atrial tachy response (atr) episodes. Technical services (ts) advised inappropriate atr episodes were stored due to oversensing of noise. In addition, ts provided there had been an alert for right atrial (ra) out of range pacing impedance measurements. Additional information from the field representative provided ra pacing impedance measurements had been both high and low out of range. Ts also found power consumption was elevated and the battery was depleting prematurely. Ts suggested troubleshooting options. The patient has been scheduled for a revision procedure. Additional information provided this pacemaker was explanted. Another pacemaker was implanted to complete the procedure. Additional information provided after explant this pacemaker was found to be in safety mode. This pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited many inappropriate atrial tachy response (atr) episodes. Technical services (ts) advised inappropriate atr episodes were stored due to oversensing of noise. In addition, ts provided there had been an alert for right atrial (ra) out of range pacing impedance measurements. Additional information from the field representative provided ra pacing impedance measurements had been both high and low out of range. Ts also found power consumption was elevated and the battery was depleting prematurely. Ts suggested troubleshooting options. The patient has been scheduled for a revision procedure. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited many inappropriate atrial tachy response (atr) episodes. Technical services (ts) advised inappropriate atr episodes were stored due to oversensing of noise. In addition, ts provided there had been an alert for right atrial (ra) out of range pacing impedance measurements. Additional information from the field representative provided ra pacing impedance measurements had been both high and low out of range. Ts also found power consumption was elevated and the battery was depleting prematurely. Ts suggested troubleshooting options. The patient has been scheduled for a revision procedure. Additional information provided this pacemaker was explanted. Another pacemaker was implanted to complete the procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion and the device entering safety mode. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited many inappropriate atrial tachy response (atr) episodes. Technical services (ts) advised inappropriate atr episodes were stored due to oversensing of noise. In addition, ts provided there had been an alert for right atrial (ra) out of range pacing impedance measurements. Additional information from the field representative provided ra pacing impedance measurements had been both high and low out of range. Ts also found power consumption was elevated and the battery was depleting prematurely. Ts suggested troubleshooting options. The patient has been scheduled for a revision procedure. Additional information provided this pacemaker was explanted. Another pacemaker was implanted to complete the procedure. Additional information provided after explant this pacemaker was found to be in safety mode. This pacemaker has been returned and analysis performed. No additional adverse patient effects were reported.